Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A trace pericardial effusion was noted near the right ventricular outflow tract prior to the procedure. A watchman fxd curve access system (was) was inserted into the laa, and a 31mm watchman flx pro closure device was advanced. The physician advanced the closure device to flx ball, but a defined landing zone was not obtainable due to a lack of co-axial approach from transeptal puncture. The physician decided to remove the was and wds from left atrial appendage to re-attempt transeptal puncture. After removing both watchman devices from the laa, a sweep for pericardial effusion was performed. A pericardial effusion was noted in the posterior/inferior portion of the pericardium. The physician decided to abort the procedure. Pericardiocentesis was performed to drain the effusion with the drain left in place. The patient was admitted for observation and monitoring for pericardial effusion reaccumulation. There was no further drainage required. No further patient complications were reported, and the patient was discharged home.